Event description:
It was reported that during a drug eluting stenting procedure stent damage occurred. The 100% stenotic lesion was located in the severely calcified and severely tortuous distal right coronary artery. The physician predilated the lesion with a 1.5x15mm non-bsc balloon. Then the physician advanced the 3.0x16mm taxus liberte stent to the lesion, but was unable to cross. The device was removed from the patient and upon removal it was observed that the stent was damaged. There were no patient complications. The procedure was completed with another 3.0x16mm taxus liberte stent. Patient status is reported as "good".

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).